Event description:
Orders for night pulse oximetry readings. Pulse oximeter applied to resident at 11pm. Staff performed hourly checks to ensure device was on resident's finger. Between 2 am check and 3 am check, resident had removed device. At 3am resident complained to staff her finger hurt. Staff noted a 1cm x 1cm raised blister to her left 3rd finger where probe was applied. Staff touched inside of probe and device was hot. Device turned off and was not used any further. Device would not turn on at 8am when writer checked equipment. Device delivered to resident for use from (B)(6) healthcare (B)(6).